Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the unexpected shutdown was verified. The occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. In addition, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unexpected shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that multiple occlusion alarms occurred. Blood glucose level was 147 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.